Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 18 mg/dl at the time of the incident. The customer was at 28 mg/dl at the time of admission. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer mentioned getting motor errors since (B)(6)2018. The customer reported a loose drive support cap. The customer alleged pump over delivery as the drive support was loose and insulin was dripping out when the cap was pushed in. Troubleshooting was not completed. The insulin pump will be returned for analysis.